Event description:
It was reported an error with their continuous glucose monitor (cgm), specifically error 42 related to the g7 sensor. There was no reported adverse impact to the customer's blood glucose level. The customer was initially unavailable for a pump reset and was advised to call back for its completion. Follow-up attempts were made without success, leading to the case being considered abandoned. Meanwhile, a cpu reset was noted to have occurred, restoring the connection and cgm data.